Event description:
It was reported that the device was used during a low anterior resection. The device fired an incomplete staple line. Or time was extended by less than 2 hrs to hand suture the anastomosis.